Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Technical support was provided to the field via telephone and later, abbott personnel visited the site for a service visit. Evaluation of the system revealed it functioned as intended and the reported communication issue could not be reproduced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported communication issue could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported communication issue could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the tactisys could not communicate with the precision system. A message displayed "searching for tactisys; 9968." The procedure was aborted and there were no adverse consequences to the patient.